Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (b)(3) 2023. The placement procedure was performed under general and local anesthesia. Fiducial markers were placed transperineally. No complications were noted during the procedure. Magnetic resonance imaging (MRI) showed the hydrogel was in the mucosa. It was later confirmed that there was rectal wall infiltration. Endoscopy was performed and no ulceration was identified. The current radiation oncology plan is to wait three months since the patient has to start androgen deprivation therapy (adt). The patient was planned for stereotactic body radiation treatment (sbrt) in 28 fractions. The patient is asymptomatic.